Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima IV catheter safety system with prn had a needle that only partially retracted in the safety shield.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 893508. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a photograph was submitted for evaluation, it was not clear enough to identify the failure mode accurately. Without the affected sample we will not be able to determine the root cause for this complaint. The reported needle retraction failure was not confirmed after inspecting the images provided. Based on investigation results to date, the root cause could be related with lack of following with the for product usage recommendations.

Event description:
It was reported that a bd saf-t-intima IV catheter safety system with prn had a needle that only partially retracted in the safety shield.